Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling.

Event description:
It was reported that on (B)(6) 2022, a percutaneous intervention was performed on the peroneal artery lesion. An armada balloon catheter advanced without issue. On the initial inflation attempt, the balloon ruptured at 12 atmospheres. The device was removed without issues. There was no adverse patient effect and there was no clinically significant delay. No additional information was provided.